Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 340 mg/dl and a bolus was delivered to address the high bg level. The contact stated that the customer ate donuts and did not deliver a bolus for the food that was consumed. There was no device malfunction reported.